Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported experiencing pain. The patient stated that her implant is hurting and she thinks that it is placed too far outward. When the patient stands from sitting in a chair, she reported that the device will catch on the edge of the chair and is very painful. The patient also reported that the battery stopped working. Patient status is unknown at this time.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.